Manufacturer narrative:
Patient weight not provided from the site. Software investigation not completed at the time of this report.

Manufacturer narrative:
No parts or files were returned to the manufacturer for evaluation.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged the system was approximately 3mm inaccurate laterally. When posterior, or medial, the system was accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.